Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after a supply and infusion site change while using an insulin pump with a 23 inch 6 mm inset teflon infusion set and a dexcom g7 cgm; the user suspected infusion into scar tissue and completed a guided site change, confirmed insulin drops on the pitchfork, inserted the infusion set, performed a cannula fill, and insulin dosing resumed, with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included user self-management with planned follow-up if glucose did not correct, and no emergency care or hospitalization. Investigation included customer support troubleshooting and education focused on infusion site change and confirmation of insulin delivery steps. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with hyperglycemia potentially related to infusion site issues such as scar tissue or suboptimal absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.